Event description:
On (B)(6) 2011, customer reported a field service engineer (fse) had worked on the dxc 600 instrument a week ago to fix a leaking wash vacuum valve. Fse ordered a new valve, but had not been back to install the valve yet. Customer stated that they have to keep gauze pads on the floor because the leak still exists. The customer is not sure that the leak is from the same component that originally caused the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument on (B)(4) 2011 and replaced the fluid distribution manifold and the cartridge chemistry system vacuum wash valve because both parts had failed. Repairs were verified per established procedures, and no further issues were reported.

Manufacturer narrative:
(B)(4).